Event description:
It was reported that a minimum fill notification occurred. The customer¿s blood glucose level did not exceed 500 mg/dl. The customer initially attempted to reload the same cartridge, but the issue was not resolved. Technical support instructed the customer to use a new cartridge, which successfully resolved the issue, allowing the customer to continue using the pump.